Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It met all of the requirements for the siphon, preimplantation, and pressure-flow tests. It did not meet requirements for the reflux and leakage tests. A hole was observed on the valve's dome and a tear was observed on the siphon control device¿s outer casing. The instructions for use that accompany the device caution that only a 25 gauge or smaller non-coring needles should be using for sampling or injecting into the valve dome. It also cautions that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a valve was not draining and the surgeon tried to tap it. The valve was explanted from the patient.

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).